Event description:
Following a cardiac ablation procedure, the device was found to be in back up mode. Electrocautery used during the cardiac ablation procedure was suspected to be the cause of the back up mode. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.